Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation, the ligasure's sealing was found incomplete when the vein was sealed. The procedure was completed with another device. There was no patient injury.